Event description:
It was reported that the system was had difficulty converting arrhythmias. There was intermittent success with converting ventricular tachycardia. The physician elected to explant the entire system and replace it with a transvenous system. There were no additional adverse patient effects.